Event description:
It was reported that the burr separated and was removed with two wires and a guide extension catheter. A 1.50mm rotapro was selected for use. During the procedure, it was noted that a rotalink separation has occurred at the burr. Furthermore, resistance was felt during removal. Consequently, two wires were twisted and the burr was removed by inserting a guide extension. The procedure was rescheduled. No further patient complications reported.

Event description:
It was reported that the burr separated and was removed with two wires and a guide extension catheter. A 1.50mm rotapro was selected for use. During the procedure, it was noted that a rotalink separation has occurred at the burr. Furthermore, resistance was felt during removal. Consequently, two wires were twisted and the burr was removed by inserting a guide extension. The procedure was rescheduled. No further patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Inspection of the device found that the coil was stretched and detached at the distal end. Product analysis confirmed the reported detachment, as the coil was stretched and detached. The reported difficulty encountered during removal could not be confirmed as clinical circumstances could not be replicated.